Event description:
The customer reported to olympus, the evis exera ii bronchovideoscope distal tip was ripped off. The issue was found during reprocessing. Inspection and testing of the returned device found that the plastic distal end cover was missing and there was no image. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the plastic distal end cover was missing and there was no image. Additional findings include the following: there was no data transmission on the exera ID chip, the bending section cover was cut / had adhesive missing, channel passage was blocked in the forceps passage / brush passage, the bending section had heavy breakage, angulation malfunction due to bending section breakage, and the objective lens / the light guide lens were missing. The following tests were unable to be performed due to the missing distal end cover: scope leak test, plastic distal end cover insulation, light guide bundle breakage, and suction flow. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported distal tip/objective lens damage and no image issues could not be determined, however, the issues were likely the result of physical stress was applied to the tip during user handling, resulting in distal tip damage to the lens and charged coupled device (ccd) unit. The event may be detected/prevented by following the instructions for use which state: ¿- inspection of the endoscope¿; ¿ inspection of the endoscopic image¿; ¿ do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, or control section. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, or light guide cable with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.